Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed hives and temporarily removed the lifevest equipment. Patient reported that the skin irritation was a reaction from their medication. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed prednisone for the skin irritation. Follow up indicated that the skin irritation improved.